Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had experienced low blood glucose. Customer's blood glucose level was 38 mg/dl. The customer also stated that this morning her blood glucose value was 68 mg/dl. The customer was treated with juice. The customer declined to troubleshoot for low blood glucose. The device will not be returned for analysis.